Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of recurrent right lower extremity deep vein thrombosis (dvt). The patient is noted to have been on a long-term anticoagulation regimen but was very non-compliant. The patient presented with left lower extremity swelling and a normal international normalized ratio (inr). Diagnostic testing revealed an extensive left lower extremity dvt going all the way up into the inferior vena cava (ivc) to the level of the renal veins which appeared to be acute-on-chronic in nature. The acute component of the dvt was in the proximal aspect due to post-thrombotic syndrome. The patient was further noted to have had a pulmonary embolism (pe) with extensive clots. The indication for the filter placement was reported to be avoid a fatal pe. The filter was implanted via the right internal jugular vein and placed in a suprarenal location. This was followed by attempts to access the popliteal vein which were unsuccessful and planned treatment of the thrombotic material was abandoned. The next day, the patient underwent mechanical thrombectomy, thrombolysis and stent placement via the left common femoral vein. Approximately one year and eight months after the filter implantation, the patient became aware that the filter was associated with blood clots, clotting and/or occlusion of the ivc and filter thrombosis and stenosis. The provided information also indicated that the patient had experienced a dvt. The patient further reported having experienced depression and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Stenosis, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety and depression experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: deep vein thrombosis (dvt), inferior vena cava (ivc) stenosis, inferior vena caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the patient¿s implant records, the filter was implanted to avoid a fatal pulmonary embolism. The patient was known to have a history of recurrent right lower dvt, had been on lifelong anticoagulation for many years and was very noncompliant. The patient presented with an extensive left lower extremity swelling and normal inr. A workup performed with ultrasound and a computerized tomography (CT) venogram suggested an extensive left lower extremity dvt going all the way up into the inferior vena cava up to the renal veins. The dvt appeared to be acute versus acute-on-chronic with more acute component in the proximal aspect because of an extensive post thrombotic syndrome. The patient also had pulmonary embolism (pe) and extensive clots. The treatment options were continuing anticoagulation versus placing a suprarenal ivc filter and attempting a left lower extremity thrombolysis to get some relief and to avoid post thrombotic syndrome due to the fact of being young. The vena cava filter was deployed just above the renal veins to avoid pulmonary embolism and the post deployment venacavogram revealed a well-opposed vena caval filter to the wall and there was no extravasation. There was an extensive swelling under ultrasound guidance, and the patient underwent an angiojet thrombectomy, to get some relief from the swelling a day after filter placement. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately one year and eight months post implantation. The patient reports blood clots, clotting, and or occlusion of the ivc and a thrombosed ivc filter. The patient further reports being depressed and going to the doctor several times in addition to suffering from mental anguish.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: deep vein thrombosis (dvt), inferior vena cava (ivc) stenosis, inferior vena caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the patient¿s implant records, the filter was implanted to avoid a fatal pulmonary embolism. The patient was known to have a history of recurrent right lower dvt, had been on lifelong anticoagulation for many years and was very non compliant. The patient presented with an extensive left lower extremity swelling and normal inr. A workup performed with ultrasound and a computerized tomography (CT) venogram suggested an extensive left lower extremity dvt going all the way up into the inferior vena cava up to the renal veins. The dvt appeared to be acute versus acute-on-chronic with more acute component in the proximal aspect because of an extensive post thrombotic syndrome. The patient also had pulmonary embolism (pe) and extensive clots. The treatment options were continuing anticoagulation versus placing a suprarenal ivc filter and attempting a left lower extremity thrombolysis to get some relief and to avoid post thrombotic syndrome due to the fact of being young. The vena cava filter was deployed just above the renal veins to avoid pulmonary embolism and the post deployment vena cavogram revealed a well-opposed vena caval filter to the wall and there was no extravasation. There was an extensive swelling under ultrasound guidance, and the patient underwent an angiojet thrombectomy, to get some relief from the swelling a day after filter placement. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately one year and eight months post implantation. The patient reports blood clots, clotting, and or occlusion of the ivc and a thrombosed ivc filter. The patient further reports being depressed and going to the doctor several times in addition to suffering from mental anguish. According to the amended ppf, approximately three years and ten months after the filter was implanted, the patient reports undergoing two unsuccessful percutaneous removal procedure attempts. Surgical procedural details were not provided.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes recurrent right lower dvt with non-compliance to anticoagulation. The patient presented with extensive left leg dvt going into the ivc to the renal veins, pulmonary embolism (pe) and extensive clot. The filter was deployed just above the renal veins and post deployment cavogram revealed a well-opposed vena caval filter with no extravasation. Angiojet thrombectomy was performed the following day to address the left leg thrombosis. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to deep vein thrombosis (dvt), ivc stenosis, ivc thrombosis. Per the patient profile form (ppf), the patient reports blood clots, clotting, and or occlusion of the ivc and a thrombosed ivc filter. Approximately three years and ten months after the filter was implanted, two unsuccessful percutaneous removal procedure attempts were made. Surgical procedural details were not provided. The patient further reports being depressed and having mental anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and depression do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt), inferior vena cava (ivc) stenosis, inferior vena caval thrombosis. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis and or occlusion, either thrombotic or stenotic, within the device or within the ivc do not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Inferior vena cava filters are not indicated for use in the prevention of dvt. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: deep vein thrombosis (dvt), inferior vena cava (ivc) stenosis, inferior vena caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.